Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had occlusion alarm during bolus. The customer's blood glucose value was 9.7 mmol/l and was increasing to 20 mmol/l again. Customer was frequently facing occlusion alarms and she got higher in her blood glucose values. Customer was changing her set and reservoir every 2 days, lately she changed the reservoir more often because she noticed that there was the occlusion. Customer reported last night she received alarm at high and she delivered a bolus but again occlusion alarm occurred. The reservoir will not be returned for analysis.